Event description:
The patient's spouse reported that the patient was scheduled to perform an automatic remote monitoring transmission, but that because the patient was not feeling well that same day, the patient also sent a manual transmission. The physician's office reported an error but they were able to correct it. Follow-up could not be attempted due to lack of contact information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the monitor was returned and analyzed. The bench power up test is passed with good power supply and the monitor passed the full debug mode test.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0125 competitor implantable tachy lead, (B)(6) 1996; 4064 competitor implantable pacing lead, (B)(6) 2001. (B)(4).